Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 127mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. The motor passed the motor test. The device was received with scratched lcd window, crack on the reservoir tube lip, crack on the battery tube threads, and missing end cap sticker.